Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Event description:
A customer contacted baxter's service center regarding a leak between the transfer set and the adapter. Therapy was ended and the transfer set and adapter was later replaced by the patient's nurse. There was no patient injury or medical intervention indicated at the time of the initial report. This is report 2 of 2 involved in this event.